Event description:
It was reported that sensing noise leading to inhibition of pacing was observed on the right ventricular (rv) lead. The patient is pacemaker dependent. Lead damage was suspected but could not be confirmed via diagnostic imaging. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.

Event description:
It was reported that the right ventricular lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.